Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling at the contrast keypad button. The contrast button was intermittently unresponsive; all other keypad buttons responded appropriately. The bolus button was torn but responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.